Event description:
Use of instaheet instant hot pack resulted in 2nd degree burns, including an 8 cm blister to patient's skin. Product was applied to patient's abdomen in an attempt to relive post-operative pain. The patient's hospital gown was used as a barrier between the product and the patient's skin. The patient was discharged to home from the ambulatory procedure unit, but returned to the emergency medicine department later the same day with the burn and blister. The diagnosis of 2nd degree burn was attributed to the heat pack after medical staff confirmed there were no aspects of the surgical procedure that could have led to the burn. Per product labeling and manufacturer website, product can reach temperatures as high as 149-160 degree fahrenheit. Although the product's external temperature was not measured, clinical staff reported hotpacks of the same model became too hot to hold in their unprotected hand. Although the burn was not discovered until after the patient was discharged, it is assumed that if the heat pack was removed earlier, the extent of the burn could have been decreased. Route: topical. Event abated after use stopped or dose reduced?: yes.